Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unknown.

Event description:
Same case as 6000093-2006-02559. It was reported that one day after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. Initially, the pt presented with crushing chest pain. The right femoral artery (rfa) was accessed and coronary angiography revealed thrombosis in the right coronary artery (rca) within one previously placed bare metal stent (bms). The vessel was dilated with a maverick 2.00x9mm balloon at 12 atm for 15 seconds and then a taxus express2 2.50x20mm drug eluting stent (des) was deployed at 12 atm for 20 sec in the distal rca. Next the circumflex (cx) was pre-dilated with a maverick 2.00x9mm balloon at 12 atm for 20 sec. A taxus express2 3.00x16mm des was deployed at 12 atm for 20 sec and was then post-dilated with a maverick 3.25x9mm balloon at 14 atm for 28 sec and 10 sec. The procedure was completed with no reported complications. Prior to the procedure the pt rec'd versed and fentanyl; during the procedure the pt rec'd angiomax and nitroglycerin; and post-procedure the pt rec'd plavix and nitroglycerin. On day later, the pt again presented with chest pain. The rfa was accessed and angiogrpahy revealed thrombosis in the rca. The vessel was dilated with a maverick 2.00x9mm balloon at 9 atm for 10, 6 and then 10 sec. Event description. A non-bsc aspiration catheter was used to remove the thrombus. Next a maverick 2.50x12mm balloon was used to dilate the vessel at 14 atm for 15 sec and 12 atm for 10 sec. The aspiration catheter was used once more and then the distal rca was dilated again with the maverick balloon at 8 atm for 20 sec. A quantum maverick 2.75x8mm balloon was then advanced and dilated the vessel at 15 atm for 30 sec and 16 atm for 11 sec. Finally, a taxus express2 2.75x12mm des was deployed in the distal rca at 16 atm for 26 and 7 sec and then at 12 atm for 9 sec. Prior to the procedure the pt rec'd versed and during the procedure the pt rec'd versed, heparin, integrilin and nitroglycerin. The pt was prescribed plavix for follow-up treatment but did not fill the prescription. Two days later the pt again presented with chest pain. The rfa was accessed and angiogrpahy revealed a clot in the mid rca. The vessel was dilated with a maverick 2.50x15mm balloon at 14 atm for 10 sec and at 15 atm for 18 sec. A non-bsc aspiration catheter was used to remove the clot. Finally, the vessel was dilated with a maverick 2.50x15mm balloon at 12 atm for 12 secs and 20 atm for 20 sec. Prior to the procedure the pt rec'd versed and fentanyl; during the procedure the pt rec'd heparin and reopro; and post-procedure the pt rec'd plavix. There were no further pt complications.